Event description:
Event: no alarm. Is not on file for text copy. Enter text.

Manufacturer narrative:
Field svc changed the alarm board #1, which corrected the alarm problem condition. Lab investigation: oxidation found on the edge connector on the pcb. Testing the pcb in a test unit found no failures of the alarm sys. Oxidation of the edge connector may have contributed to this alarm failure.